Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat. The customer reported treatment from hcp at home, glucose infusion was given for a diagnosis of "hypoglycemia". No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission 2954323-2023-04354 section b2 - outcomes attributed to ae was incorrectly documented. Correction has been made.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat. The customer reported treatment from hcp at home, glucose infusion was given for a diagnosis of "hypoglycemia". No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.